Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated she saw air in the patient line. The baxter technical service representative (tsr) assisted the hp in ending therapy. The tsr advised them they would have to start over with new supplies and contact the registered nurse (rn) for possible introduction of air in the line. The tsr advised the hp to start over with new supplies and contact the rn. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2013 and she said that she forgot to close the clamp on her unused supply line. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.